Manufacturer narrative:
Report number: 1038671-2024-00102. G4: 510k unknown due to specific device not reported multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00102. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 7 years and 4 months later, after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, prosthesis wear, osteolysis, failure of implant, joint laxity, discomfort and pain. Revision surgery operative notes were provided. Preoperative diagnosis: instability status post left total knee replacement, recalled implant, polyethylene wear, effusion. Postoperative diagnosis: same. Patient was transferred to the recovery room in stable condition. No further issues or complications were reported. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, g3, h6. The following sections were corrected: d1, h6. MDR section codes updated/corrected: e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.